Event description:
It was reported that the patient's left hip was revised due to metallosis and dislocation of the lfit head from a competitor liner. Femoral head was revised, and the competitor liner was revised to a competitor constrained liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.